Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that their blood glucose levels had been dropping after entering a meal announcement before dinner. The patient was unsure of their pre-dinner glucose level but reported that at the time of the call they had been out of range for approximately 25 minutes. It was explained to the patient that if they had been trending downward or were in the 70¿80 mg/dl range before dinner, the insulin delivered for the meal announcement could have contributed to the drop. The patient reported consuming mangoes, a bowl of ice cream, and a glass of pomegranate juice. They were advised that these foods should help raise their glucose within 20¿30 minutes. The patient was instructed to monitor their levels closely for the next 30 minutes to an hour and to call back if their glucose remained outside of range. During the hypoglycemic event, the patient completed the blood glucose questionnaire. They confirmed that their blood glucose was affected, with the lowest reading of 44 mg/dl and approximately 20¿25 minutes spent outside the target range. No back-up therapy was used, and the patient did not perform ketone testing. No recent steroid injections, professional medical intervention, additional assistance, or immediate health effects were reported. The patient did not suspend insulin delivery during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.